Manufacturer narrative:
Sc-2218-70, sn: (B)(6). The returned lead was analyzed and visual inspection revealed that electrode # 6 of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures. With all the available information, boston scientific concludes the allegations of high impedance have been confirmed. However, the review of the device history record revealed no anomalies.

Event description:
It was reported that the patients lead had high impedance following an implant procedure. The patients lead was replaced and that the patient had good impedances postoperatively. The explanted lead will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedance following an implant procedure. The patients lead was replaced and that the patient had good impedances postoperatively. The explanted lead will be returned.